Event description:
A non healthcare professional reported during an intraocular lens (iol) implant procedure the delivery system misfired. There was possible patient contact but no patient harm. The procedure was completed with new lens . Additional information was received from the initial reporter, who reported lens would not expel from device. There was no harm to patient.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was not returned. Only device was returned. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger was oriented correctly. Correct nozzle confirmed on the device. The plunger has been advanced at the tip of the device. Viscoelastic was dried in the device. The product investigation could not identify the root cause for the reported complaint "lens would not expel from device" as the lens was not returned. The manufacturer internal reference number is: (B)(4).